Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2014. Of note, the serious injury of infection is normally submitted via an alternative summary report that would have been submitted on (B)(4) 2014. Information was subsequently received on (B)(4) 2014 and revealed the patient also had a systemic infection. (B)(4). Continuation of concomitant products: 4194, implantable pacing lead, (B)(6) 2008; 6947, implantable tachy lead, (B)(6) 2008.(B)(4).

Event description:
It was reported the patient developed an infection and a hematoma. The pocket was opened and flushed with antibiotics. A systemic infection developed and subsequently the device and leads were removed and replaced. No further patient complications have been reported as a result of this event.